Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 23 mg/dl while wearing the pod between 4 and 24hours. Symptoms reported include hypoglycemia, hyperglycemia, loss of consciousness, nausea and chest pains (most likely sue to the hyperglycemia (475 mg/dl) while in the hospital) the patient was treated with cipro to take once every 12 hours, a probiotic to take daily, zofran, lantus and rapid acting insulin in a vial just in case something happened with the pod. Patient states that she was prescribed "12 different prescriptions" that she cannot remember the names of. The patient was discharged from hospital on (B)(6) 2022 and went to go see her endocrinologist. The original appointment with her doctor was originally scheduled for (B)(6) 2022, but she could not make it since she was in the hospital, so she went on (B)(6) 2022 after being discharged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.